Event description:
The customer states that an axsym troponin-I adv result of 0.0 ng/ml was generated on a pt sample. The mup solution volume was low, but no error message was generated. The customer replaced the mup solution bottle, primed the mup solution line several times and retested the sample. The sample retested at 7.51 ng/ml for troponin-I adv. The pt had a myocardial infarction. Patient treatment was delayed. After the result of 7.51 ng/ml was reported, vascular dilation was performed.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.